Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device was not returned for physical evaluation. An investigation was completed by the OEM (original equipment manufacturer) and determined that a root cause could not be determined without the physical device. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that in the middle of a therapeutic functional endoscopic sinus surgery (fess) procedure, the device exhibited an error message, flashed up and the system would not activate. The device was turned off and on however, the issue was not resolved. The intended procedure was cancelled as another handpiece was not available and user were unable to continue. No other further details were provided regarding the event. No patient harm or injury was reported. No user harm or injury reported due to the event.